Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'white screen' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be a failed processor board. The processor board was replaced to correct this condition. A service history review indicates this is a repeat service event. The cause was determined to be the processor board during prior service and all service actions were completed during the last service cycle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a white screen during testing at the biomed service department. There was no patient involvement. No additional information is available.